Event description:
A customer contacted beckman coulter inc. (Bci) regarding a ckmb result above the normal reference range generated by the unicel dxi 800 access immunoassay system for one patient. Upon repeat, the result was within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was li heparin plasma collected in a pst tube and centrifuged for 5 minutes at 6000 rpm. Qc was within the customer's established ranges prior to and after the event. A system check performed on 06/14/2010 met specifications. Per customer, this sample collection tube was only 2/3 of the recommended fill volume. A field service engineer (fse) went on-site and replaced some hardware after which a system check, precision run and qc performed all met specifications. Although a sample issue may have contributed to this event, a clear root cause for this event has not been determined to date.